Manufacturer narrative:
Initial and final device 4 of 4 e1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported by the patient that infusion set was leaking from the site. No further information was available